Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the mid circumflex artery with triple vessel disease, the 2.5 x 28 mm xience prime stent delivery system (sds) was positioned and attempted to be inflated, but the balloon failed to inflate. The indeflator was exchanged, but the balloon still did not expand the stent; although suspected, no balloon leak/rupture was noted. The stent delivery system (sds) was removed and a different xience prime was used in the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.